Event description:
A site's buyer reported that the site's current vertek arm is worn out and slipping (not locking down). This was reported outside the operating room and no patient was present.

Manufacturer narrative:
RMA issued; replacement part sent to the site. Suspect device was returned to the manufacturer for evaluation. Findings include; the starburst end of the vertek will not lock down or fully release. The alleged malfunction directly caused lock up on the starburst end of returned device.